Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind) issue. This is potentially reportable because the issue could not be categorized further and must be assessed individually. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no rewind issue was observed. Also no rewind issue observed in the black box and alarm history. Keypad works properly. Unable to duplicate complaint about rewind issue.